Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the mobile view station (mvs) was taking more time than usual to boot up due to large database of saved patients. Recommended site to delete old patient information. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, while booting up imaging system the mobile view station (mvs) screen was black however the mouse was visible. Representative was unable to access exam info page. The exam info page appeared after pressing the windows button multiple times and the site proceeded with procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.